Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedances on the lead. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, the lead had dislodged form the ipg header. Effective therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.